Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 400 mg/dl. Customer had treated their blood glucose with the insulin pump. It was also found the customer was feeling hungry and fatigued due to their high blood glucose. Troubleshooting found the customer had no delivery alarms in their alarm history. Customer's mother stated the alarm was resolved by changing their infusion set. Troubleshooting could not be fully completed as the customer had to go to work. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.